Event description:
Information was received indicating that a smiths medical cadd high-volume administration set may have under delivered medication. Per reporter the pump reads 30 mls after infusion, with an over fill of 50 mls. It was reported that various amounts were left in the bag after infusion ranging from 100 mls to 600 mls. No adverse patient effects were reported.